Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: the complaints lab received seven samples. The sample was visually inspected. Brown fm was found on the luer collar for six samples. One sample did not have any fm. It was found that the fm was adhered to the outside of the syringe and could be wiped off. Previous ftir investigations have shown that this type of fm is grease. A complaint history check was performed and this is the first related complaint reported for the defect/condition on lot number 6354874. Conclusion: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that there was contamination on the tips of 30 ml bd luer-lok¿ tip syringe. No injury or medical intervention.